Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to log in and was also unable to reset their password. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) informed the customer to reset their password after the update and redirected the client to the director of nursing (don) for further assistance.